Event description:
Patient was placed on fitzsimmons babylog monitor. Thirty five minutes later, staff assistance was called for. Respiratory tech stated that the vent turned off and turned back on by itself. Machine read "machine default 004". Machine went through a self test and then it started back up. Patient hr and sat dropped and patient recovered after vent turned back on.